Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high and low blood glucose. Mother is calling in on behalf of her soon inquired what led up to the complaint. The blood glucose started to drop and drop and drop no matter how much the customer ate the blood glucose kept dropping and the mother thinks something is wrong with the pump. At the time of incident the blood glucose was 30 mg/dl and current blood glucose was 183 mg/dl. Customer was at 84 mg/dl when he took a glucose tablets and lemonade. The drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. After uploading to care link and going over the numbers the customer who is (B)(6) was entering food corrections and not entering in a blood glucose. The customer and mother will monitor and call back if needed. The device will not be returned for analysis.